Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a distal type I endoleak. Currently there is disease progression with vessel dilatation. It was reported that there is a distal type I endoleak present and the most distal device appears to be floating within the enlarged taa. The physician will continue to monitor the patient. No additional clinical sequelae were reported and the patient is fine. The film review from one month ago revealed that the most distal device appears to be floating within the enlarged taa and there is a likely distal type I endoleak. The max diameter taa is 8.7cm. The talent converter is now approximately 4.5cm below the renals, and a valiant cuff has been implanted to 1cm below the left renal artery; overlapping the converter. The max aaa diameter is 5.4cm. Images immediately post-implant were not provided, but it is likely that the cause of the events were most likely due to disease progression and morphology changes. The reported type iii separation could not be confirmed.

Manufacturer narrative:
(B)(4).